Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, there is insufficient information reported to determine a conclusive cause for the reported patient effects, and the relationship to the product if any; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - date of event: estimated d6- implant date is estimated d4- the UDI is not known as the part and lot number were not provided. Attachment article titled: "simultaneous stent implantation for pulmonary artery bifurcation stenosis in infants".

Event description:
It was reported in a summary article the procedural outcomes of simultaneous stent implantation for pulmonary artery bifurcation stenosis in infants. The multi-link vision stent was implanted in 4 of the 17 patients in the study. All patients required pulmonary artery intervention and re-operation. Additional information can be found in the summary article, "simultaneous stent implantation for pulmonary artery bifurcation stenosis in infants". No additional information was provided.